Event description:
Boston scientific received information that a low out of range shock impedance measurement occurred for the competitor's lead implanted with this implantable cardioverter defibrillator (ICD). The shock impedance had been good and stable. The field representative will be discussing the issue with the physician. There were no changes made and no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.